Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps (mbf) instrument involved with this complaint and completed the device evaluation. Failure analysis could not reproduce the customer reported complaint. The mbf instrument was placed and driven on an in-house system. The mbf instrument passed the recognition and engagement tests. It moved intuitively with the full range of motion in all directions. The grips opened and closed properly. The mbf instrument was fully functional. Visual inspection of the cables or wires at the distal end found no signs of fraying or breakage. The housing was removed from the back end, no damage was found. An energy delivery test was performed while the instrument was installed on an in-house system and passed. There was no problem detected for the customer reported complaint. Also, the mbf instrument was found to have thermal damage on the bipolar yaw pulley. The yaw pulley showed signs of charring and localized melting at the base of the grips, on their exterior. The thermal damage to the yaw pulley is unrelated to the conductor wire. No insulation damage was observed. The conductor wire is not damaged or broken. An electrical continuity test was performed and passed. The root cause for this failure is attributed to the mishandling/misuse, commonly caused by collision with another energized instrument. No image or video clip for the reported event was submitted to isi for review. A review of the device logs for the maryland bipolar forceps (part#471405-06/ lot/serial#(B)(4)) associated with this event has been performed. Per this review of the logs, the maryland bipolar forceps was last used on (B)(6) 2022 during a partial nephrectomy procedure via system serial (B)(4) there were 13 uses remaining after this last usage. This complaint is reportable due to the following: the (B)(6) bipolar forceps instrument had conductor wire damage. Thermal damage at or near a conductor wire breakage is evidence of electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy procedure, the maryland bipolar forceps had a loose wire. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) attempted to obtain additional information via follow-up. However, no further details have been received as of the date of this report.